Manufacturer narrative:
Review of the product history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced. It is noted that the surgeon felt no investigation on the device was necessary. It is also noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
Implants removed during hip revision. Patient fell and broke their femur around implant. Restoration modular stem, 36 liner and ceramic 36 head were used to replace the primary implants. This hip revision was done 15 years after primary surgery. Accolade 1stem was removed along with ceramic liner and 32 ceramic head.